Event description:
On (B)(6) 2015 the representative reported that there was no additional information at this time other than the patient was to have another refill in the middle of (B)(6) and an update maybe available at that time. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a health care provider (hcp) via a representative regarding a patient in (B)(6) who was receiving morphine 8 mg/ml at a dose of 8.2 mg/day and bupivacaina 1mg/ml at a dose of 1.02 mg/day via an implantable pump. The lot numbers and concomitant medications were not obtainable. The patient's medical history was not known at this time. It was reported that during device follow-up, at "every" pump refill the amount reported by the device and the real was the same and overtime less than 10% error. At the last procedure it was reported as more than a 15% error. During the refill procedure no liquid came out of the pump but the physician programmer reported 7.2 ml. Troubleshooting and diagnostic testing was reported as the nurse attempted multiple times to remove the liquid with no results. The refill was performed and for the next procedure extra attention will be taken into consideration to discard human error. At this time no interventions or actions have been taken. The issue was reported as unresolved and the pump remained implanted and in-service. At the time of the report the patient's status was reported as alive-no injury. Additional information was requested to clarify specific volumes, amount refilled at the last procedure, event date, and patient symptoms. Should additional information be received a supplemental report will be filed.